Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was not impacted. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the battery was depleting quickly. Customer declined further troubleshooting with tandem technical support.